Event description:
The device was used during a laparoscopic cholecystectomy. It was reported that "2x the clips fell out of jaws without firing. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion; based upon the info received and the visual examination, it was concluded that the jaws of instrument a had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. It was concluded that the instrument b was returned with no preload of the jaw against the top shroud and was fired through the lockout. No conclusion could be reached as to how this damage occurred. A modified top shroud from revised tooling and a lower shroud from a new tool were implemented to maintain jaw preload against to top shroud. If the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly.